Event description:
The healthcare professional reported, left side rupture. "A thin liquid border located adjacent to the right breast". And the "presence of silicone in the lymph nodes". The device remains implanted.

Event description:
The healthcare professional reported left-side rupture, "a thin liquid border located adjacent to the right breast", and the "presence of silicone in the lymph nodes." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, migration.